Event description:
It was reported that strips from the implantable cardiac monitor showed pause episodes that appear to be due to electrode loss of contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).